Manufacturer narrative:
Patient weight was not provided by the surgeon/author. (B)(4). Case (B)(4) underwent litt (lase interstitial thermal therapy) to a previously radiated right frontal lung metastasis, resulting in worsened edema and a new hemiparesis that partially resolved. As a result of this event, the authors report they have applied increased caution when using litt in situations in which the litt target and structures to be spared are not marked by csf (cerebral spinal fluid) spaces that provide heat sinks that limit thermal injury. They also used this experience to use smaller (3-mm) diffusing tips in patients in whom targets of ablation were contiguous with normal tissue that should be spared, including all cases of hh (hypothalamic hamartoma). No parts have been received by manufacturer for analysis.

Event description:
Per attached journal article, patient 21 underwent ablation in right frontal area. Crw stereotactic laser placement was used. One fiber was placed. Patient experience left hemiparesis due to hyperthermia. Further information regarding the procedure and patient outcome was not provided and the surgeon did not wish to provide further information when contacted. Additional, separate mdrs have been submitted for the other patient events mentioned in the attached article.